Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: v18, m gold. Stent: 2.8 x 19 mm graftmaster, supera. (B)(4). The device was not returned for analysis. The reported patient effect of dissection is listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use: as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported device operates differently (failure to seal). A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to circumstances of the procedure. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, (IFU, ppl2082232, revision c, section 3) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter.

Event description:
It was reported that the graftmaster stents (2.8 x 19 mm and 3.5 x 19 mm) were placed consecutively to treat a perforation that occurred at the tp trunk and anterior tibial vessel during use of a non-abbott guide wire. Prolonged balloon inflations did not seal the perforation. The deployment of the 2.8 x 19 mm stent did not cover the perforation due to misjudgement in the placement of the stent because of poor visibility issues with x-ray. The 3.5 x 19 mm graftmaster was placed and deployed at the perforation site; however, again extravasation was observed. A non-abbott stent was deployed extending back in and telescoping from the graftmaster stent into a supera stent which completely stopped the extravasation. A dissection was observed at the edge of the non-abbott stent and the graftmaster which was treated with a drug eluting stent successfully. Excellent result into the anterior tibial vessel with single-vessel flow to the entire foot. No additional information was provided.